Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) pacing lead impedance measurement and was on monitor therapy only. The cause was not determined. Additional information obtained from the field representative that the patient's ejection fraction was greater than 50% therefore, the patient decided to turn the device off temporarily. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the boston scientific field representative and the health care professional (hcp) reviewed lead data trend and it showed mostly greater than 3,000 ohms but got some readings that appeared normal but likely intermittent fracture situation so can get what looks like normal impedance. Additional information received that cause has not been determined. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device has been returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent information indicates that this device was explanted for normal battery depletion. There were no adverse patient effects reported.